Event description:
In 2004, the surgeon performed an abdominal plasty on the pt. When the pt removed the catheter, the tip was missing and the end appeared nicked. The manufacturer's directions for use state "do not cut or forcefully remove the catheter. Do not apply additional tension if the catether begins to stretch. Do not suture catheter. To avoid shearing, do not withdraw catheter back through needle during insertion." The manufacturer has already implemented a design change to improve catheter strength. The pt is in good condition and at the time of this report co was informed of the doctor's decision not to remove the broken piece.